Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not been fired on another clip or become strained.

Manufacturer narrative:
(B)(4). Double feed, malformed clip. The analysis results found that the (B)(4) device was received in good visual condition. The device was tested for functionality and it fired one double feed, one clip with gap and one clips conforming. No conclusion could be reached as to what have caused the firing issues. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.